Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, arm 2 moved by itself. An endoscope was mounted on arm 2. The reporter described the issue as endoscope suddenly moved approximately 10cm out from the surgical area. There were no errors displayed. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs and noted error 100 pointing at the distal set-up joint (dsuj) wrist, corresponding with the timeline given by the reporter. No other related errors were found. The reporter stated that nothing or no one was touching arm 2 during surgery. The procedure was completing as planned with no patient harm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The distal set-up joint (dsuj) moved vertically during procedure. The brakes were quite loose when the fse pushed the suj upward. The fse burned the brakes but it was still not holding the same force as the rest of the system. The fse replaced the proximal suj to resolve the issue. The system was tested and verified as ready for use. Isi has not received the proximal suj associated with this complaint as of the date of this report. A return material authorization (RMA) was issued to evaluate the isi device.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the proximal setup joint (suj) associated with this complaint to perform failure analysis and the reported problem was confirmed, but not replicated. In logs, error 100 was confirmed indicating that the arm moved without being clutched (2 occurrences: suj z-axis and suj d-wrist). Installed proximal onto golden system where unit functioned as expected. Installed instruments and error 100 could only be replicated if unit was physically manipulated. Unit did not move on its own during system testing. Tested proximal on fixture test platform (pftp) where it passed all relevant testing. Confirmed suj z-axis (vertical) friction results were passing, but low. After testing was complete, visual inspection found no faults related to the reported event. As a result of these findings, failure analysis concluded that the vertical brake assembly the potential root cause of this issue.

Event description:
Refer to h11 for follow-up information.